Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient's implanted device was not working, did not know how to see it because her controller was not working with the broken patient programmer (pp) antenna cord. This started 2 months ago. Pp worked intermittently but with the pp antenna cord breaking it was not working now to connect to ins. No patient symptoms were reported. No further complications were reported.